Event description:
It has been reported to philips that the image processing pc (ip-pc) did not boot up. The device was not clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the event occurred upon system start-up. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. A review of system log files showed errors in the ippc. Troubleshooting actions fse changed the tap output of the main power distribution unit (mpdu) for the image processing pc (ippc) as the mpdu appeared to intermittently non-functional. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.